Manufacturer narrative:
The company service rep examined the system and replaced the regulator. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The nurse reported a system message displayed during setup. The nurse rebooted the system a few times but could not clear the system message. The patient was blocked, under general anesthesia, and draped. The surgeon had not started the procedure yet. The case was cancelled. No patient injury was reported.